Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was also reported that the up arrow, down arrow and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: the original complaint could not be duplicated or confirmed. The keypad cover was intact with no visible damage observed. All the keypad buttons responded appropriately. The keypad cover was removed and there was no contamination found under all the button contacts. The pump cover was removed and there was no moisture damage found internally. Unrelated to the original complaint, the display was dim, and faded.